Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a5, b4, b5, e1, e2, e3; g4; h2; h6. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. A summary of the investigation was requested and sent to the reporter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 163665 ¿ cocr head ¿ 415750, 11-300817 ¿ arcos taper ¿ 267240, unknown cup ¿ unknown part and lot, unknown arcos stem ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process, and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-02257.

Event description:
It was reported that patient underwent a left hip revision approximately 8 weeks post implantation due to dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.